Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/64 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: early stroke after left ventricular assist device implantation: role of right heart failure. Journal of thoracic disease. 2023; 15(12):6730-6740. Doi: 10.21037/jtd-23-1194. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding early stroke after left ventricular assist device (vad) implantation. Early stroke was defined as stroke within six months after implantation. Stroke was diagnosed using a standard neurological examination performed by a neurologist and documented with appropriate diagnostic imaging, such as computed tomography. The authors described patient deaths; there were deaths in both the stroke group and the non-stroke group, however, the causes of death were unknown. There were patients who experienced early stroke; five patients had ischemic strokes, one patient had posterior reversible encephalopathy syndrome, and eight patients had hemorrhagic strokes. Among the eight cases of hemorrhagic stroke, one was suspected to be a hemorrhagic transformation of an ischemic stroke, and another was due to trauma-induced stroke. In the stroke group, some patients presented with postoperative right heart failure. These patients were given either inotropes, inhaled nitric oxide, renal replacement therapy, or required right vad support. There were patients that required stays in the intensive care unit (ICU), and others with postoperative atrial fibrillation (af), ventilator support, intracardiac thrombus removal, concomitant valve surgery, or infection. The status of the vads is unkn own. No additional adverse patient effects were reported.